Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. In addition, the customer reported receiving several cartridge alarms prior to the malfunction. Troubleshooting with tandem technical support was unable to be performed for the cartridge alarms due to the malfunction. It was indicated that the customer had manual injections as alternate insulin therapy.